Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported loss of suction 20% thru flap of the right eye during laser treatment. A second cone was used to complete treatment with no patient harm. No additional information available.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile of the day of treatment shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted during bed cut after the warning message displayed. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).